Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, during deployment, the valve dislodged into the aortic root upon release. A second 29 mm valve was needed and the valve was deployed in the aortic position successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the patient had a perimeter of 72 millimeters (mm). Since it was borderline for a 26/29 valve, a decision was made to achieve a higher degree of oversizing on the second attempt with the second valve. No additional adverse patient effects were reported. Updated data: if information is provided in the future, a supplemental report will be issued.